Event description:
A (B)(6) reported a right eye of one pt was more hyperopic, after refractive surgery, than before surgery. The pt was reported to have undergone another treatment on the right eye, three months after the initial surgery, for distance vision correction. Pt expressed dissatisfaction with the treatment, and needed new spectacles for reading glasses after the second treatment. Treatment parameters provided for the second treatment reflect an initial post operative result of induced astigmatism. Current patient status is unk. The treating surgeon was not aware that the (B)(6) had reported this case. Request for further info was declined by the treating surgeon.

Manufacturer narrative:
A review of the on-site technical service showed no abnormalities that could have contributed to this event; service engineer had evaluated system prior to date of event and post date of event. A review of the log-file for the date of the event showed no abnormalities with the laser system that could have contributed to this event. A root cause for the reported event could not be determined, as system was operating as expected. (B)(4).